Event description:
See initial report.

Manufacturer narrative:
Sorin group italia manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in (B)(6). The returned inspire oxygenator has been submitted to leak test at the water compartment: no leak could be reproduced. DHR verification did not reveal any relevant information related with the claimed defect. The complained batch was not involved in any other similar event. Livanova investigation could not reproduce the claimed leakage: no device related failure could be confirmed. Livanova believes the most probable explanation of the condensation experienced by the customer is ascribable to the formation of moisture inside the blood inlet collector of inspire oxygenator module. This is a known issue. To eliminate/reduce moisture formation, inspire IFU recommends beginning to flow gas when the bypass is starting. Livanova will keep monitoring the market for similar events.

Manufacturer narrative:
There was not patient involvement. The age of the device was calculated as the time elapsed between device sterilization and the date of the event. Sorin group (B)(4)manufactures the inspire 8f hollow fiber oxygenator with integrated arterial filter and hardshell. The incident occurred in (B)(6). The involved device has been received at sorin group (B)(4) facilities for investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group (B)(4) has received a report that, prior to priming the heart lung machine and after cooler water test was started, perfusionist observed an abundance amount of condensation inside the tubing between inspire 8. The team elected to change out the oxygenator. The issue occurred prior to any patient involvement